Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was going through a cartridge change. Customer's blood glucose was 357 mg/dl. Reportedly, the customer was unable to clear the alarm. Customer reverted to manual injections for insulin therapy.